Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test due to constant pump error 38 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer was able to clear alarm and not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.